Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash with broken skin. Patient reported it open sores on both sides of the lower back, that are closing and drying up but are itchy. Patient was recommended to use lotion by physician. Medical outcome is unknown as follow up attempts were unsuccessful.